Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn in room to draw am labs from patient's mediport. Mediport flushing with no resistance, however when rn pulled back to check blood return, blood was leaking from huber needle tubing. Rn examined needle and tubing and found a crack in the tubing. Mediport needle and dressing changed following policy."